Event description:
The customer reported obtaining high sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. Patient results were released outside the laboratory. The customer indicated there was a change in patient management. Two patients were sent to emergency room for redraw testing. Results from redraw samples were within normal range. Patients were not harmed. There was no report of death associated with this event. No further information was provided. The customer did not provide patients¿ demographics. The customer provided only the initial results for two patients.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of a beckman customer technical specialist (cts). The customer indicated a second tube from the original samples were tested and recovered normal. Based on the available information, it was suspected the cause could be preanalytical errors, however, this could not be confirmed. There was no evidence to suggest a system or reagent malfunction. No hardware parts were replaced. The customer confirmed no further issues were reported. The analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).